Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had some battery issues over the weekend and also had battery out limit alarm and had changed the date and time but he wasn't sure all settings were in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.